Manufacturer narrative:
Device history logs confirmed there was a malfunction in the audio circuit and the device needed replaced. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to the patient in a critical care event. The device was requested for investigation by philips ecr failure analysis. The customer was provided with a replacement device and we are expecting the return of the exchanged device. Upon receipt at philips the device will be evaluated, and the complaint will be reopened. Based on the information available, the potential cause of the reported problem was a potential component failure. The root cause could not be confirmed because the device is not available for investigation. The reported problem was confirmed through the device history review. The customer was provided a replacement device to resolve the issue and we are expecting the return of the exchanged device. Upon receipt at philips the device will be evaluated, and the complaint will be reopened. It has been concluded that no further action is required at this time.

Event description:
It has been reported to philips that the device speakers are not functioning properly.